Event description:
Pt with ventriculoatrial shunt placed for idiopathic intracranial hypertension placed in (B)(6) 2013. Pt with recurrent symptoms and a broken distal catheter was identified. The distal 10cm of catheter had migrated from the venous system to the pulmonary vasculature. Pt not symptomatic, but required surgery to replace distal catheter of shunt system.